Manufacturer narrative:
The initial MDR 3006948883-2023-00061 was filed with the incorrect site legal name. MFR # 2243072-2023-01226 was filed to replace it. This supplemental report 3006948883-2023-00061 follow up #1 is to correct that initial report to null as filed in error. The correct information is captured in MDR, MFR # 2243072-2023-01226 bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As dc be temse is an OEM manufacturing site.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin was giving erroneous results on troponin t assay. The following information was provided by the initial reporter: I¿m wondering if you can help me. We use your rsts but are having problems with our troponin t assay, occasional patient results are repeating very poorly. We¿ve investigated various potential issues, but still do not have a root cause. One thing we have noticed is that all of the affected samples have been run on rsts as opposed to ssts, and we have noticed the issue for the last 5-6weeks. Have any changes occurred with production etc. That could have possibly had an impact? This is an ongoing issue which we are continuing to monitor. To date we have had (B)(4) incorrect results reported on (B)(4) different patients. We do believe this is likely an issue not related to tubes now however. This report is for patient (B)(4).

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As dc be temse is an OEM manufacturing site. B3: date of event is unknown, the date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer rapid serum tube (rst) blood collection tubes thrombin was giving erroneous results on troponin t assay. The following information was provided by the initial reporter: I¿m wondering if you can help me. We use your rsts but are having problems with our troponin t assay, occasional patient results are repeating very poorly. We¿ve investigated various potential issues, but still do not have a root cause. One thing we have noticed is that all of the affected samples have been run on rsts as opposed to ssts, and we have noticed the issue for the last 5-6weeks. Have any changes occurred with production etc. That could have possibly had an impact? This is an ongoing issue which we are continuing to monitor. To date we have had 34 incorrect results reported on 28 different patients. We do believe this is likely an issue not related to tubes now however. This report is for patient 17 of 28.